Event description:
The customer reported that the device failure to power up. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported that the device failure to power up. No pt involvement was reported. The unit was evaluated by a philips field service engineer. The energy select switch was replaced to resolve the issue.